Event description:
The patient complained of pain and an x-ray showed a loose acetabular cup so the surgeon revised the right hip.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method and results: device evaluation and results: material analysis has been performed on the received devices. Visual inspection was performed as part of the material analysis report (mar). There was no evidence of bone ingrowth on the shell. The device was otherwise unremarkable. Medical records received and evaluation: insufficient medical records were provided. Need revision operative report and clinical history. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined. Further information such as revision operative report as well as patient clinical history are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient complained of pain and an x-ray showed a loose acetabular cup so the surgeon revised the right hip.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.